Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported symptom of "failed downstream occlusion test " was unable to be reproduced due to a system error 322 (link switch error (low)) alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the downstream tubing guide was found out of range. The downstream tubing guide requires replacement to address the reported issue. During functional testing a system error 322 alarm occurred. The cause was determined to be the lower link switch malfunctioning. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.